Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083021) on 01-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and migraine ("constant migraines everyday") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine (seriousness criterion disability), hypersensitivity ("extreme allergic reaction") and swelling ("swelling everywhere"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and hypersensitivity had not resolved and the migraine and swelling outcome was unknown. The reporter provided no causality assessment for hypersensitivity, migraine, pelvic pain and swelling with essure. The reporter commented: neither the doctor nor the company would admit that the nickel testing should have been done and there was no help afterwards. Serious injury criteria : hospitalization, disability/permanent damage, other serious (important medical event) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.